Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed with resistance, but it was unable to open even after waiting for 10 minutes. Due to this delay, the second flange was then deployed, and the stent was subsequently removed using a rat-tooth snare. The procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block e1: the initial reporter's address is 4/600d, rajagiri health care and education; reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the rat-tooth snare required to remove the broken guide catheter.